Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message while interrogating a device and storing electrograms (egms). The company representative cycled power and cleared the error. The caller checked three other patients without any issues. Technical support (ts) suggested that the representative run the service disk. The programmer was restored to service. No patient complications were reported as a result of this event.